Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Correction: e1 - phone number.

Manufacturer narrative:
B3: date of event is estimated. D4: the primary UDI number is unknown as the part and lot number were not provided in the literature. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide and starclose devices referenced in b5 are filed under separate medwatch report numbers. The case study referenced in this article is filed under a separate medwatch report number. Attachment: article titled "percutaneous closure of accidentally subclavian artery catheterization: time to change first line approach?"

Event description:
This study compared the results of procedures using the perclose proglide device in the subclavian artery. The intention of this study was to provide a review of the use of proglide devices in the subclavian artery for unintentional arterial cannulation. The article mentioned previous studies that noted various complications potentially related to vessel closure devices including: failure to achieve hemostasis with a perclose device requiring the use of a covered stent, formation of pseudoaneurysm with a starclose device, and difficulty advancing the suture knot on proglide devices. Specific patient information is documented as unknown. Details are listed in the attached article, "percutaneous closure of accidentally subclavian artery catheterization: time to change first line approach?"